Event description:
It was reported that this device has an estimated battery life of ten years, but this brady device was in service for two years and had one year battery life remaining. Boston scientific technical services (ts) explained that it would depend on what the underlying issue was for the pacemaker. Ts also recommended to discuss what happened to the following physician. Moreover, it was also indicated that the pacemaker had stopped functioning. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.